Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked from the intima-ii y 20gax1.16in prn ec slm npvc tubing. The following information was provided by the initial reporter, translated from "a closed venous indwelling needle puncture operation was performed on the patient. After connecting the liquid, it was found that the liquid leaked from the side of the infusion needle catheter tubing."

Event description:
It was reported that liquid leaked from the intima-ii y 20gax1.16in prn ec slm npvc tubing. The following information was provided by the initial reporter, translated from "a closed venous indwelling needle puncture operation was performed on the patient. After connecting the liquid, it was found that the liquid leaked from the side of the infusion needle catheter tubing."

Manufacturer narrative:
Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.